Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products- model: dtba1d1, crt-d; implanted: (B)(6)2018 model: 1258t, competitor lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing an audible tone from their cardiac resynchronization therapy defibrillator (crt-d). An interrogation revealed that the right ventricular (rv) lead triggered an alert when the pacing impedance exceeded the programmed upper alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.